Manufacturer narrative:
Correction: h6: health effect - impact code should reflect additional surgery.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. No adverse patient consequences were reported.